Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a device infused too little. The biomed later stated that the infusion stopped too soon. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
Correction: describe event or problem. Omit: is combination product? Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a device infused too little. The biomed later stated that the infusion stopped too soon. There was patient involvement, but the impact is unknown. The customer later provided the following feedback: "nursing staff reported wanting a longer walk away alert because the location of electrical outlets sometimes requires them to move the IV device from one side of the room to the other. They would like to make the walk away alert longer" although requested, further information was not provided.